Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 484 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that their sensor is not linking correctly. The customer states that the sensor is not connecting until two hours after it was initially inserted. The customer also took a steroid shot and has been having high blood glucose. The customer will contact bayer for more assistance.